Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, the treating physician attempted to remove the white fiber stop from the fiber. In doing so, the fiber fractured. The fiber was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. It was reported that the device involved in the incident is not available to be returned to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).